Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the bilateral iliac arteries using an indigo system flash aspiration catheter, a non-penumbra sheath and a guidewire. During the procedure, the physician advanced the flash catheter over the guidewire into the stents. After completing three passes using the flash catheter, the flash catheter kept getting stuck on the stent frame. Therefore, the flash catheter was removed. Upon removal, the physician inspected the flash catheter and noticed that the distal end of the flash catheter was ovalized and fractured but it was intact. The procedure was completed using a new flash catheter and the same sheath. There was no report of an adverse effect to the patient.